Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient fell pretty hard in april. The patient stated that the fall jarred the ins or knocked it loose. The patient met with their managing healthcare provider (hcp) the other day and they had to re-adjust the ins because it wasn't working at all. The patient's hcp ordered an x-ray for the patient, which led to them getting physical therapy and now the hcp wanted the patient to get an MRI. MRI compatibility and eligibility limitations were reviewed with the patient. The patient mentioned that all of their external equipment was lost in a house fire, and their hcp advised them to contact [the manufacturer] to request replacement equipment. The following items were requested to be sent out: handset, communicator, and power adaptor. The patient was warm transferred to update their address.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.